Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111401 - the dentist reported that 2 months after the dental implant was installed in intraoral regions # 22, it was verified its non- osseointegration. Seventy ncm of primary stability was achieved and immediate load was performed. Patient presented bone type I.